Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.501.080-us, lot: 8488769, manufacturing site: hagendorf, release to warehouse date: june 25, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device application instrument for spinal zipfix (part no- 03.501.080, lot no- 8488769) was returned to customer quality (cq) west chester for investigation. Upon visual inspection, the cutting lever tab was bent and deformed. No other issues were identified. Service & repair evaluation: the customer reported that the application instrument for sternal zipfix was no longer tensioning when engaged with the ties. The repair technician reported the cutting lever was deformed and bent. The cause of the issue was not determined. The item is not repairable per the inspection sheet. The reason for repair is bent and deformed condition of the device. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional test was not performed, as the part's cutting lever was bent. Can the complaint condition be replicated? No, the complaint condition cannot be replicated as a functional test was not performed due to the deformed and bent nature of the device component. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. Applic-instr f/sternal zipfix, current and manufactured revisions. Dimensional inspection: dimensional inspection was not performed as the complaint relevant dimension could not be measured without damaging the device. Complaint confirmed: yes, the complaint condition can be confirmed based on the available information. Investigation conclusion: the complaint device was deformed and bent, which could have resulted in the difficulty in using the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the application instrument for sternal zipfix was no longer tensioning when engaged with the ties. There was no patient or procedure involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).